Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, in the operating room during the initial implant, the patient reportedly required pump speeds of 10000 rpm and was still ejecting through the aortic valve. The patient was transferred to a general floor on an unspecified date. It was reported that on (B)(6) 2015 the patient was ambulating and doing well, until experiencing an episode of what the vad coordinator said was a panic attack followed by shortness of breath, diaphoresis, and the patient¿s hands became cold with loss of loss capillary refill. The patient was taken to the intensive care unit and was intubated. The patient was showing unspecified signs of liver and multi-system organ failure. Several pulsatility index (pi) events had been noted since implant, with no suction events. System controller data log files were submitted to the manufacturer¿s technical services and review found that from (B)(4) 2015 to (B)(6) 2015 the log was full of pi events, several with associated power elevations. The system controller was exchanged and a subsequent data log file captured additional pi events from (B)(6) 2015 ¿ (B)(6) 2015. On (B)(6) 2015 a left ventriculogram was performed that showed there was no flow going through the pump. The patient experienced worsening heart failure and at 11:30 pm was taken to the operating room emergently for a pump exchange. The pump exchange went well. Upon explant of the pump, it was reported that white thrombus was observed on the inflow conduit and red thrombus was observed throughout the outflow graft. The outflow graft appeared ok, but the inflow conduit was tilted a little anterior and lateral. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 9 days. The report of thrombus was confirmed based on the evaluation of the returned lvad pump; however, the report of a tilted inflow conduit could not be confirmed. Upon disassembly of the returned pump, depositions of blood and tissue were found in the lumens of the inlet tube, the knitted graft and outflow graft. Examination of the remaining blood-contacting surfaces revealed depositions of denatured blood extending from the inflow elbow, throughout the pump and outlet elbow. The areas that were in direct contact with the outlet bearing ball and cup, appeared significantly denatured. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow and a direct correlation to the reported tilted inflow conduit could not be conclusively determined. The depositions found in the pump would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.